Event description:
It was reported that this lead was explanted due to allegations of loss of capture (loc) and high capture thresholds. The physician elected to implant a new lead to resolve the event and the patient was stable with no additional adverse consequences.